Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported erosion cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom of erosion was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced an erosion of the urethra with his artificial urinary sphincter device, which was not functioning properly. The patient underwent a procedure in (B)(6) 2020 in which the device was explanted and the patient was allowed time to heal. A new procedure took place on (B)(6) 2021 to reimplant a new aus device. The patient is expected to fully recover.